Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; the intellanav mifi open irrigated catheter was evaluated. Analysis of product returned revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported tubing set fluid leak and excessive temperature complaints are confirmed.

Event description:
It was reported that handle leak on the catheter. During radio frequency (rf) ablation procedure to treat ventricular tachycardia (vt), an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the error d05 excessive temperature occurred during ablation. It was found that the catheter was leaking at irrigation port at handle. The pump and irrigation components were checked and there was no issue. The pump model that was used was the metriq pump and maestro4000 generator at flow rate 2,15,30 ml/min. Issue was resolved when the catheter was replaced. The procedure was completed successfully. There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that handle leak on the catheter. During radio frequency (rf) ablation procedure to treat ventricular tachycardia (vt), an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the error d05 excessive temperature occurred during ablation. It was found that the catheter was leaking at irrigation port at handle. The pump and irrigation components were checked and there was no issue. The pump model that was used was the metriq pump and maestro4000 generator at flow rate 2,15,30 ml/min. Issue was resolved when the catheter was replaced. The procedure was completed successfully. There were no patient complications. The device is expected to be return for analysis.